Event description:
Reporter indicated that the pt had died, but no cause or date of death was known. Info was found that stated the pt died, due to complications with lymphoma, which was likely caused due to the pt tuberous sclerosis. Attempts for more info from the pt's treating physician were unsuccessful. Attempts to determine if the device was removed before cremation were unsuccessful as well. The relationship between vns therapy, and the pt's death cannot be determined.